Event description:
It was reported that device issues occurred resulting in patient complications. The patient presented for a percutaneous coronary intervention (pci). The target lesion was located in the severely calcified mid left anterior descending artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. After deployment of stent, the stent delivery catheter was attempted to be removed, but it became fractured at the distal shaft near the monorail portion of delivery catheter and was in two pieces. There was vessel occlusion and the patient experienced pain and discomfort. A mini snare was used in an attempt to remove the device, but it was unsuccessful. Ultimately, a second non-boston scientific guidewire, an emerge balloon and a guidezilla guide extension catheter were used to recapture and remove the device. Upon follow-up a few hours later, the physician was told by a non-physician provider that the stent could not be fully expanded and after trying multiple things, a dissection occurred. After the pci was completed, the patient was sent to surgery for an unspecified procedure.